Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an insulin flow blocked alarm during a bolus. They were reporting a past event that was resolved by a complete change of reservoir and infusion set. Troubleshooting was performed and insulin exited. The customer's blood glucose during the incident was 425 mg/dl. The insulin pump will not be returned for analysis.